Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / cramps") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In august 2014, the patient had essure inserted. In august 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("dental problems"). In september 2014, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In november 2014, the patient experienced bacterial infection ("bacteria infection"), fungal infection ("yeast infections") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 29-dec-2017. At the time of the report, the abdominal pain was resolving and the genital haemorrhage, bacterial infection, fungal infection, migraine, headache, tooth disorder, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, bacterial infection, fatigue, fungal infection, genital haemorrhage, headache, migraine, tooth disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: occlusion of both fallopian tubes on (B)(6)2017 pelvic ultrasound report comment: left and right essure coils are seen and appear in the correct placement. 2 simple follicular cysts are seen on the right ovary measuring 1.62cm and 1.0cm. On nov2014 dye test was performed: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs + mr received- lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / cramps ") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("dental problems "). In (B)(6) 2014, the patient experienced migraine ("migraines "), headache ("headaches ") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced bacterial infection ("bacteria infection"), fungal infection ("yeast infections") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain was resolving and the genital haemorrhage, bacterial infection, fungal infection, migraine, headache, tooth disorder, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, bacterial infection, fatigue, fungal infection, genital haemorrhage, headache, migraine, tooth disorder and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs provided. Information added/updated: patient¿s date of birth, essure indication and removal method, insertion and removal dates, events added (abnormal bleeding general, bacteria infection, yeast infections, migraines, headaches, dental problems, vaginal discharge, fatigue and pain updated to abdominal pain/cramps). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.